Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification remains indeterminable. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 6 years and 2 months due to calcification. A 23 mm transcatheter valve was implanted. The case was reported to have gone well and the patient was doing fine.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to calcification and severe stenosis. A 23 mm transcatheter valve was successfully implanted. The patient was discharged in stable condition with home health physical therapy stable condition on post-operative day six.